Manufacturer narrative:
Device was used for treatment, not diagnosis. Siebenrock, k., greich, t., kakob, r., l (1997) sequential intramedullary nailing of open tibial shaft fractures after external fixation. Archives of orthopaedic and trauma surgery, volume 116, pages 32-36. This report is for an unknown nail/unknown quantity/unknown lot. Unknown part and lot number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: siebenrock, k., greich, t., kakob, r., l (1997) sequential intramedullary nailing of open tibial shaft fractures after external fixation. Archives of orthopaedic and trauma surgery, volume 116, pages 32-36. Switzerland & germany. This study presented the results of 32 fractures treated with sequential nailing of open tibial shaft fractures after primary treatment with an external fixation device over a time period of 6 years. This was a retrospective study of 31 consecutive patients with 32 tibial shaft fractures. The initial injuries occurred between 1986 and 1992. There were 30 open fractures and 2 closed injuries with severe blunt trauma requiring fasciotomy. All patients were treated at a single facility with an external device and subsequent conversion to an intramedullary nail after soft-tissue healing. The mean age of the patients was 33 years (16-75 years) with a male to female ratio of 4:1. In all but two cases a unilateral device (ao/asif tube external fixator) was used (synthes) with two 5-mm schanz screws both proximal and distal to the fracture site and two longitudinal bars. The majority of the cases were fixed with sequential nails before routine use of the new solid unreamed ao tibial nail. The mean external fixation treatment averaged 6.6 weeks, and secondary intramedullary nailing was done on average 7.4 weeks after injury. The time to full weight-bearing averaged 31.2 weeks (9-126 weeks). Complications: non-union occurred in one fracture due to osteomyelitis. In this case, the nail broke and another nail was inserted after intramedullary reaming. Union was not achieved until removal of a second nail and plating of the shaft with additional bone grafting. This report is 2 of 2 for (B)(4). This report is for unknown nail, unknown quantity and lot number. A copy of the literature (or abstract) is being submitted with this medwatch.